Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 16feb2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After taking out device of packaging, customer realized that the white rubber tip of the catheter, where to introduce the wirdeguide, was not attached anymore. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the 01x evo-pc-10-11-6-b device of lot number c1965321 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. On evaluation of the device, the following was observed: visual inspection: - red marker at 3rd dimple. - directional button in recaptured position. - safety wire in place. Stent not deployed. - white tip is present with black marking present on tip. Functional inspection: - handle actuating fine for deployment and recapture. - safety wire removed and stent fully deployed with no issue. Note 1: as the white tip was present and attached to the device upon return for evaluation, the rep/customer were asked if the correct device was returned for evaluation. The rep responded confirming that the correct device was returned. Note 2: the black marking that was present on the tip was also queried to the rep to determine if the device was used on the patient as opposed to unused, and if the black marking was noted prior to shipment for evaluation. The rep responded confirmed that the device was unused on a patient and had no further information on the black marking noted during evaluation. As the marking was not reported by the customer and the rep had no information regarding it¿s presence, the black marking on the device could have occurred during transportation and storage. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review : an image was not returned for evaluation. Root cause analysis: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence, no root cause determination is required. Confirmation of complaint: complaint cannot be confirmed because the complaint claim made by the customer/rep that the white tip of the evo-pc-10-11-6-b device had become detached prior to patient contact contradicts the findings of the device lab evaluation conducted. During the lab evaluation, the white tip of the device was noted to be attached and present on the device. Summary of investigation: according to customer/rep testimony, after removing the device from the packaging, the white rubber tip of the catheter was no longer attached to the deliver system. There was no patient contact and no adverse effects to the patient were reported as a result of this occurrence. As the complaint is unconfirmed, there is no confirmed quantity of complaint devices. The investigation findings concluded that the customers claim is not confirmed through supporting evidence. The white tip of the evo-pc-10-11-6-b device was present and attached to the catheter upon return. Complaint cannot be confirmed because the complaint claim made by the customer/rep that the white tip of the evo-pc-10-11-6-b device had become detached prior to patient contact contradicts the findings of the device lab evaluation conducted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental repot is being submitted as a cancellation based on the completion of the investigation on (B)(6) 2023. Incident does not meet the criteria an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.